Event description:
It was reported that the patient complained of fatigue since the implant approximately four weeks earlier. The patient also indicated that there was a lead attachment issue that had to be revised. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).